Manufacturer narrative:
The customer indicated that the device was discarded. The lot number of the device that was in use is unk. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 051874w and 051884w. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of lactated ringer's via gravity. It was reported that the nurse connected a syringe to the distal clave y-site to deliver an unspecified pain medication via IV push. It was reported that the nurse kinked the tubing proximal to the distal clave y-site and delivered the pain medication. At this time, the tubing separated from the arm of the distal clave y-site. It was reported that the nurse reinserted the tubing into the clave y-site. At this time, the tubing separated from the leg of the distal clave y-site. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.